Event description:
It was reported that the user was unable to attach the connector during a supply change because it would not fully insert and lock, and the issue resolved when a new connector was used, consistent with a device connection problem involving the connector component. No clinical symptoms or physiological effects reported. Outcomes included no alerts or alarms and no clinical impact. Investigation of this case revealed that replacement of the connector restored normal function, indicating the initial connector likely had a mechanical fit or engagement issue. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction related to the connector.